Event description:
Boston scientific received information that this right atrial lead displayed noise. The noise was oversensed which caused ventricular pacing at the maximum pacing rate which induced ventricular tachycardia. The patient then received shock therapy which converted the patient. The patient was scheduled to undergo a lead revision procedure in the future. There were no adverse patient effects. Available information indicates that the lead remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.